Event description:
It was reported that the bolus feature on the pump touch screen was unresponsive. There was no reported impact to the customer¿s blood glucose. During troubleshooting with tandem technical support, the pump was operating as expected. Reportedly the customer continued to use the pump for insulin therapy.